Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal gentamicin (40mg once per day; duration not reported), intraperitoneal cefazolin (1g once per day; duration not reported), and intraperitoneal heparibene na (0.1ml two times per day; duration not reported) for peritonitis. Extraneal therapy remained ongoing. Thirty seven days after the event onset, the patient recovered. No additional information is available.